Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 2/10/2012 and 2/17/2012 by phone, fax, and mail. Add'l info was received from the surgeon on 2/17/2012 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his distance vision is blurry and his astigmatism is not corrected. The consumer reported he expected the lens to correct his distance vision and the astigmatism. He reported having discussed this issue with this surgeon and if the wrong lens was implanted. The surgeon confirmed the correct lens was implanted. In a f/u, the surgeon said he does not blame the lens for the pt's issues and continues to work with the pt. The surgeon stated the lens did correct the pt's astigmatism and the pt may still need to wear glasses add'l info has been requested.